Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the unspecified tissue injury appears to be related to procedural circumstances associated with leaflet grasping and patient anatomical condition (very thin and degenerated leaflets). Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that after grasping the leaflets a perforation was noted in the anterior mitral leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter was inserted, and the clip delivery system was advanced over the mitral valve. The anterior mitral leaflet (aml) was thin and degenerated. After grasping the leaflets a perforation was noted in the aml. The clip was successfully implanted with mr reduced to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.